Manufacturer narrative:
It was noted that the device was not returned for evaluation because the surgeon felt it did not cause the fracture. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient had a primary hip on (B)(6) 2014. The patient fracture around femoral stem, causing a peri-prosthetic fracture. The patient was brought to surgery to fix the fracture and remove femoral stem, the stem was removed, femur was cabled together with dall-miles cable system, femur was then prepared for restoration modular revision hip stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a size 2 accolade ii 127 deg deg was reported. The event was not confirmed. Device history review: the reported lot ID was invalid however the reported digit configuration was input into the DHR database. All devices from lots with the reported digit configuration were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review was completed for all lots with the reported digit configuration. There have been no other events for the reported lots. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event

Event description:
It was reported that the patient had a primary hip on (B)(6) 2014. The patient fracture around femoral stem, causing a peri-prosthetic fracture. The patient was brought to surgery to fix the fracture and remove femoral stem, the stem was removed, femur was cabled together with dall-miles cable system, femur was then prepared for restoration modular revision hip stem.